Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 04/03/2023, it was reported by an arthrex employee via phone that an ar-9943t-06 locking third tubular plate would not thread a screw. This occurred during an ankle fracture after inserting the plate on the left ankle fibular they inserted a couple of screw using a crew lock screw it went straight through the plate and did not engage through the threads. The screws and plate were removed and another ar-9943t-06 from a different lot was used and worked accordingly to complete the case. There was no patient effect reported.